Manufacturer narrative:
N/a

Event description:
Customer reported receiving inaccurate erratic readings on their medisense optium meter. In blood glucose test, customer received readings of 362 mg/dl and 90 mg/dl within 10 minutes. The results when plotted on the parkers error grid fell into teh "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.